Event description:
The vascular access nurse was consulted by the patient's primary rn to address the issue. Per the primary rn, she and another nurse were repositioning the patient, and the end of the catheter that connects to the needleless valve disconnected from the rest of the catheter.